Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on day two of support, the patient went into ventricular tachycardia (vt) that only resolved with p level reduction. On the 4th day the pump had a purge leak when the pc tubing disconnected. The csc helped to trouble shoot and the pump remains on for support.